Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) level of 89 mg/dl and also indicated that the bg level remained "normal". Reportedly, the customer resumed insulin delivery on the pump without changing supplies to resolve the occlusion. System check could not be performed as the occlusion alarms occurred in the past.